Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported inflation issue cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) worked for a few months post surgery, but at some point during the ongoing use period the device no longer inflate and the patient experienced pain in the scrotum. Upon visually and physically evaluation, it was determined that it in fact the ipp no longer worked. A surgical intervention was performed and the ipp was removed and replaced. The patient is expected to fully recover. There is no further information available.